Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported a patient with etching on the nasal side in the left eye during the lasik procedure. The bed cut was slightly sticky possibly due to lowering the bed energy. There was some epithelial damage in that area. Bandage contact lens was required. Additional information has been requested.